Event description:
Terumo medical corporation received the following information: it was reported that they had a successful tr band placement on a frail elderly female patient. The tr band was placed perfectly with the band wristwatch tight and the green dot over the arteriotomy. Later on in the day, the patient had developed a huge hematoma. The estimated blood loss was less than 250cc. A second tr band was not applied.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: charge nurse. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.